Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillation coil fractured due to overstress, and the outer insulation was torn. Damaged at implant.

Event description:
Asku

Event description:
It was reported that the lead was difficult to place in the right ventricle. As the physician was trying to take the lead out it "got stuck" on the sheath which damaged the lead by unraveling the coil. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.